Event description:
A caller reported multiple intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level, as their levels did not exceed alarming limits. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin. Despite frequent occlusion issues, they received additional support, although attempts to follow up with the customer were unsuccessful.